Event description:
Report of pain post-essure placement. The device was removed hysteroscopically, after which, the pain being experienced by the pt resolved.

Manufacturer narrative:
Conclusion: as received, the micro-insert was found to be detached from the delivery catheter as expected. The outer coil of micro-insert was tangled and the pet fiber is visible and wrapped around the inner coil. All components of the micro-insert are present and accounted for. There is no plastic or foreign matter attached to the micro-insert. The pet fiber (a component of the micro-insert not normally visible to the physician) may have been misinterpreted by the physician as plastic. The rollback process was completed. The delivery catheter was examined and there are no signs of mechanical failure in the delivery system.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.